Event description:
The hospital (B)(6) reported to tornier that the implant was explanted from the same patient due to aseptic loosening.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.